Event description:
Info received indicates the right foot siderail is not locking.

Manufacturer narrative:
The tech found the siderail latch plate was bent which prevented the siderail from latching. The tech straightened the latch plate to repair the bed.